Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet, with a low of 63 mg/dl and a high of 306 mg/dl, and the user asked about resetting the device. The user does not make meal announcements and reported treating glucose near 90 mg/dl with orange juice, which was discussed as potential overtreatment contributing to variability. Symptoms included hypoglycemia and hyperglycemia. Outcomes included treatment with oral glucose and no hospitalization. Investigation included review of device data and user reports, and provision of troubleshooting and education on hypoglycemia management and the impact of early or excessive carbohydrate treatment. Investigation of this case revealed no device malfunction and suggested user management factors, specifically early hypoglycemia treatment and absence of meal announcements, as contributors to glycemic excursions. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors and patient management factors.